Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
A ge healthcare service representative incurred a minor cut on his hand while servicing an anesthesia machine. The wound healed within 10 days. Approximately 2 weeks after the reported event, the wound area became infected, resulting in a painful and swollen right hand. The employee was prescribed an antibiotic and the wound healed as expected.